Event description:
It was reported that during a reprogramming session, the hcp switched the patient's voltage from 1.0 volts to 1.5 volts. It was stated that the programmer jumped up to 9.5 volts which caused the patient to experience muscle rigidity. The voltage was turned off and reprogrammed; the patient is doing fine but is 'a little sore'. Additional troubleshooting was being considered. A follow-up report will be sent if additional information becomes available. The device related to this event was not identified. Refer to manufacturer report number: 3007566237-2010-00249.